Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to obtain a replacement belt clip and reported she had experienced a high blood glucose of 545 mg/dl. Customer declined high blood glucose troubleshooting, stating blood glucose went high because she could not test to control blood glucose. At the time of this report, customer's blood glucose was 198 mg/dl. The insulin pump will not return for analysis at this time.